Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post-laminectomy pain and spinal pain. It was reported that the patient saw an informational power on reset (por) when they were using their recharger. The patient noted that their ins was dead and that stimulation stopped working about one to two weeks ago. The recharger showed a "call your doctor" screen but they didn't know the code and were unable to charge. It was reviewed how to bypass the por and start to charge. They were able to start charging successfully. The programmer didn't power up at first; the patient replaced the batteries and was then able to connect to the ins. The programmer showed a warning screen to charge the ins. No further complications reported.